Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarms.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 258mg/dl. Troubleshooting was performed. The caller stated that the device was exposed to MRI. Assisted the customer to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.